Event description:
Case description: investigation results: novopen 4: batch number: jvgs908: the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Actrapid penfill; batch number: nr7lg67: the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case was amended and updated with following information: malfunction changed to no. Is non-reportable updated to no. Expected date of fu removed and final report ticked in EU/ca tab. Imdrf codes updated. Investigational results updated. Narrative updated accordingly. Final manufacturer's comment: 25-feb-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of reported events. Product handling error such as using syringe to extract the dose and storing the needle attached to device between injections can affect the functionality of device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: novopen 4: batch number: jvgs908: the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen is not injecting the required dose [incorrect dose administered by device]. Suffered from hyperglycemia and coma [diabetic hyperglycaemic coma]. The pen's issue is piston rod issue (does not pressing the penfill to inject the dose) [device malfunction]. Hyperglycemia [hyperglycaemia]. Hypoglycemia [hypoglycaemia]. Using normal syringe to take his dose. [Wrong technique in product usage process]. Needle attached to the pen in between injections [product storage error]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 165 cm. Patient's weight: 70 kg. Patient's bmi: 25.711. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia and coma(coma hyperglycemic)" beginning on 2023 , "pen is not injecting the required dose(incorrect dose administered by device)" with an unspecified onset date , "the pen's issue is piston rod issue (does not pressing the penfill to inject the dose)(device component malfunction)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date , "hypoglycemia(hypoglycemia)" with an unspecified onset date , "using normal syringe to take his dose.(wrong technique in product usage process)" with an unspecified onset date , "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a 219 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (regimen 1: 70 iu, qd (20iu before breakfast -30iu lunch -20iu dinner) regimen 2: unk (corrective doses according to blood glucose level)) from 2021 and ongoing for "type 1 diabetes mellitus", dosage regimens: actrapid penfill: (B)(6)2021 to not reported, not reported to not reported (dosage regimen ongoing). Current condition: type 1 diabetes mellitus (since 2020), psychological problem. On an unknown date, patient had piston rod issue with pen does not pressing the penfill to inject the dose), and the pen will be replaced. Due to the pen issue on (3rd day of ramadan / 2023) patient suffered from hyperglycemia and co-ma. He did not remember exactly when pen problem started but they realized that the pen was not injecting the required dose, so the patient is suffering from hyperglycemia. Reporter mentioned did not recovered even after using normal syringe to take his dose (started from about 1 year and half). On an unspecified date ((B)(6)/2023), patient was recovered. On an unknown date, patient sometimes suffered from hyperglycaemia and other times hypoglycaemia while using actrapid with syringe and this due to psychological factors. The reporter did not remember the exact start time of hyperglycemia, but he mentioned that it started from using actarpid penfills, but not in continuous manner (he sometimes controlled and other time hyperglycemic). Patient sometimes use egyptian insulin vials (did not know it name) when actrapid is unavailable at hi and not using actrapid penfills. Patient always suffer from hyperglycemia as his rbg (random blood glucose) was not less than 250 mg/dl and not exceeding 450 mg /dl. On (B)(6)2024, patient hba1c (glycosylated haemoglobin) was 7.7 and rbg (random blood glu-cose) level reached 550 mg /dl. Patient in general reuse the needles (not specified). The patient was trained in the use of the needles (not specified). Needle (not specified) attached to the pen in a 180 degree angle (straight on). When attaching the needle (not specified), no feeling more resistance than normal and force needed to inject feel different from normal (more difficult). The needle (not specified) was properly attached to the pen. Batch numbers: novopen 4: jvgs908 actrapid penfill: nr7lg67, nr7lg67. Action taken to actrapid penfill was not reported. On 2023 the outcome for the event "suffered from hyperglycemia and coma (coma hyperglycemic)" was recovered. The outcome for the event "pen is not injecting the required dose (incorrect dose administered by device)" was not reported. The outcome for the event "the pen's issue is piston rod issue (does not pressing the penfill to inject the dose) (device component malfunction)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "hypoglycemia(hypoglycemia)" was not yet recovered. The outcome for the event "using normal syringe to take his dose. (Wrong technique in product usage process)" was not reported. The outcome for the event "needle attached to the pen in between injections (device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycemia and coma (coma hyperglycemic): probable pen is not injecting the required dose (incorrect dose administered by device): unknown the pen's issue is piston rod issue (does not pressing the penfill to inject the dose) (device component malfunction): unknown hyperglycemia(hyperglycemia): unknown hypoglycemia(hypoglycemia): unknown using normal syringe to take his dose. (Wrong technique in product usage process): unknown needle attached to the pen in between injections (device stored with needle attached): unknown company's causality (novopen 4) - suffered from hyperglycemia and coma (coma hyperglycemic): possible pen is not injecting the required dose (incorrect dose administered by device): possible the pen's issue is piston rod issue (does not pressing the penfill to inject the dose) (device component malfunction): possible hyperglycemia(hyperglycemia): possible hypoglycemia(hypoglycemia): possible using normal syringe to take his dose. (Wrong technique in product usage process): possible needle attached to the pen in between injections (device stored with needle attached) : possible reporter's causality (actrapid penfill) - suffered from hyperglycemia and coma (coma hyperglycemic): unlikely. Pen is not injecting the required dose (incorrect dose administered by device): unknown. The pen's issue is piston rod issue (does not pressing the penfill to inject the dose). (Device component malfunction): unknown. Hyperglycemia(hyperglycemia): unknown. Hypoglycemia(hypoglycemia): unknown. Using normal syringe to take his dose. (Wrong technique in product usage process): unknown. Needle attached to the pen in between injections (device stored with needle attached): unknown. Company's causality (actrapid penfill) - suffered from hyperglycemia and coma (coma hyperglycemic): unlikely. Pen is not injecting the required dose (incorrect dose administered by device): possible the pen's issue is piston rod issue (does not pressing the penfill to inject the dose) (device component malfunction): possible. Hyperglycemia(hyperglycemia): unlikely. Hypoglycemia(hypoglycemia): possible. Using normal syringe to take his dose. (Wrong technique in product usage process): possible. Needle attached to the pen in between injections (device stored with needle attached): possible. On (B)(6)2025, the causality assessment of the event "suffered from hyperglycemia and coma" changed from probable/reportable (for novopen 4) & unknown /reportable (for actrapid penfill) to probable/possible (for novopen 4) & unlikely/unlikely (for actrapid penfill). References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient.